Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy. She delivered a baby on (B)(6) 2016 and since this everything had changed. She had significant urine retention and bowel incontinence. The healthcare provider (hcp) later reported that no diagnostics were performed in relation to the retention and incontinence. She tried imodium and loperamide caused severe abdominal cramping. The patient had not had any follow-up with the hcp since (B)(6) 2015, until calling on (B)(6) 2016. She complained of fecal incontinence after giving birth. She was advised to see if there was a way to contact customer support for further programming. The hcp noted that the patient had good results with stage 1 and went on to stage 2 implant. Her fecal incontinence had been reduced by 90% and 50% for urinary symptoms. She also developed a rash at the battery site, which improved with benadryl. The patient's indication(s) for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.